Manufacturer narrative:
Device passed the displacement test, self test, rewind test, basic occlusion test and prime test. Device received with stuck motor error alarm loop during bolus/basal delivery however motor position encoder error alarm not confirmed in the alarm history screen. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Unable to determine motor position encoder error alarm due to motor error alarm. Motor position encoder error alarm not noted in alarm history.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a motor position encoder error blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.